Event description:
Philips rec'd a report from a customer that an operator broke her nose while handling the mobile. She wanted to rotate the tube after an examination of a pt into the parking position. She turned the tube in the wrong direction. The sudden stop of tube rotation contributed to the broken nose.

Manufacturer narrative:
(B)(4).